Event description:
Info received through literature by gambro healthcare ("outbreak of blood stream infections in a hemodialysis unit related to use of a dialysis machine waste port," asn abstract, 31st annual meeting, oct 25-28, 1998). The MFR filed 5 MDR's when the infections were first learned of in 11/97 (reference 171368301997-00367 through 1713683-1997-00371), but through this literature learned that 8 pts were involved. Add'l MDR's are now being filed to cover the remaining 3 pts.